Event description:
Pt admitted to hospital for aneurx aortic stent graft secondary to 7.5cm intrarenal abdominal aortic aneurysm and right common iliac artery ectasia. As the surgeon attempted to place on iliac extender due to the long length of the pt's aortoiliac system and despite retracting the sheath several centimeters, there was no obvious deployment of the graft. It appeared that the graft itself was somewhat bunched up within the iliac limb. At this point it appeared that the device failed and a decision to perform an open procedure was made. The surgeon proceeded to perform an aortoiliac repair of aortoiliac aneurysm using a hemashield 18 x 9 bifurcated graft.